Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and upon visual inspection it displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument cut and sealed without any issues on 2 of 2 attempts. The instrument passed the electric continuity test. There was no problem detected. Additional observation related to the reported complaint: the instrument was found to have various scratch marks with light material removed on the instrument grips. The scratch marks varied in length and was located near the mouth of the jaws. Additional testing performed: ceramic dot: passed 7/7 knife slot: 0.27 jaw gap: .003.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a vessel sealer extend (vse) instrument had scratches and cracks on the blades. The tissue cutting and sealing were completed by the surgeon, but the jaws were stuck and did not separate. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was not inspected prior to use. A robotic-assisted radical prostatectomy (rarp) procedure was being performed. The surgical task being performed at the time was unknown. The vse instrument was initially used successfully during the surgery. The issue occurred during the second half of the surgery. It is unknown how long the instrument was in use prior to the event. The issue with the instrument did not occur after a system fault. The target tissue was unknown. After the jaws were stuck closed, the surgeon was able to open it again, but the blade was exposed. The grip release slider and console command were not used to reopen the jaws. The jaws were not stuck on tissue when the issue occurred. The surgeon did not use the instrument release key (irk). It could be opened and closed by operating the master grip. There was no adverse effect to grasped tissue. There was no unexpected tissue removal. There was no bleeding. The instrument is available for return to isi. There are no images or videos available for review.